Event description:
The healthcare professional reported that during a thrombectomy procedure, the complaint device, a 5mm x 33mm embotrap ii revascularization device (et007533 / 22g084av) could not be moved in the concomitant headway® 21 microcatheter (microvention). Resistance was first felt inside the microcatheter. Additional information indicated that nothing was noted to be obstructing the microcatheter. No damage was noted on the complaint device. The complaint device was replaced with another embotrap device and the replacement device was able to move without any issue. The device was replaced without removing / replacing the microcatheter. There was no report of any negative patient impact. The complaint device was returned for evaluation and analysis. The product investigation completed on 08-feb-2023, there was minor kinking of the struts of the distal section of the outer cage during the microscopic inspection. Based on the completed product investigation, this event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter name and address: the name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the complaint device, a 5mm x 33mm embotrap ii revascularization device (et007533 / 22g084av) could not be moved in the concomitant headway® 21 microcatheter (microvention). Resistance was first felt inside the microcatheter. Additional information indicated that nothing was noted to be obstructing the microcatheter. No damage was noted on the complaint device. The complaint device was replaced with another embotrap device and the replacement device was able to move without any issue. The device was replaced without removing / replacing the microcatheter. There was no report of any negative patient impact. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned embotrap device showed no evidence of damage or deformation. The returned headway 21, rotating hemostasis valve (rhv) and flow control switch also showed no evidence of damage or deformation. Under magnification it was observed that minor kinking of the struts of the distal section of the outer cage were present. No further damage or deformation was observed on any other part of the returned device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted during the visual inspection under magnification is consistent with attempted delivery into a microcatheter against resistance. The returned embotrap device was successfully passed through a 0.0195 inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and returned headway 21 microcatheter. The deformation noted on the returned embotrap device appeared to cause resistance during delivery and the returned embotrap device failed to deliver in the returned headway 21 microcatheter, confirming the complaint event as reported. Additionally, the returned embotrap device was attempted to be delivered through a sample headway 21 microcatheter, with the same results. A sample undamaged embotrap device was successfully delivered through both the returned and a sample headway 21 microcatheter, indicating that the failure of the returned embotrap device to deliver was due to the damage present on the returned device. Device insertion and delivery assessments were also performed using sample embotrap devices and a sample headway 21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway 21 microcatheter hub and result in similar damage to the device when advancing the device against the resistance caused by poor seating of the insertion tool. Investigation conclusion: the returned embotrap device exhibits key characteristics which are consistent with advancement of the device against resistance. Visual inspection of the device showed evidence of kinking of the struts in the distal section of the device. No further damage to the remainder of the device was observed. The microcatheter, rhv and flow control switched used during the procedure were also inspected, with no damage or deformation observed on any of these items. Deformation similar to that observed on the returned device was recreated through advancement of a sample device against resistance in a sample headway 21 microcatheter. Based on assessments carried out as part of this investigation a probable cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Attempts to deliver the device against the resistance caused by poor seating of the insertion tool can also result in damage similar to that observed on the returned device. It is possible that during the complaint event the embotrap device became damaged as a result of being delivered with poor seating of the insertion tool, and this damage then caused the device to fail to deliver. The returned device failed to deliver at the point where the damage was present on the device both in the returned and a sample microcatheter, indicating this damage prevented the returned device from delivery even with correct seating of the insertion tool. An undamaged embotrap device was successfully delivered when fully seated in both the returned and a sample headway 21 microcatheter during this complaint investigation. There is no indication that this complaint was as a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (22g084av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.